Event description:
The customer reported the surgeon was unable to use the footswitch for reflux. The footswitch was switched out and the surgeon was able to get reflux. There was no impact to the pt, no significant delay and no cancellations. No pt injury was reported.

Manufacturer narrative:
The customer ordered a new footswitch. The footswitch has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).